Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Low bg cause was not known. Customer had assistance from husband who woke up patient to address low bg. Customer consumed protein drinks and condensed sugar blocks to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.